Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced swelling at the implant site prior to activation. The recipient was prescribed antibiotics (type unknown) out of precaution. The recipient reported numbness of the right pinna at initial activation. The recipient reported sound quality issues following activation. A CT scan revealed several electrodes were not fully inserted. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
It is noted a full insertion was completed at initial surgery and that a CT scan confirmed device placement with electrode coiled 270 degrees. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.